Manufacturer narrative:
Batch reviews performed on 04 august 2021: lot 144606: (B)(4) items manufactured and released on 6-oct-2014. Expiration date: 2019-08-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without a similar reported event since 2017.

Event description:
4 years and 10 months after the primary surgery the patient came in reporting instability and the cause of the instability is unknown. The surgeon revised the sphere insert flex left 17mm s4 with a gmk-sphere tibial insert - flex s4l - 20mm to give the patient more instability. The surgery was completed successfully.